Event description:
Device 3 of 3. Reference MFR report# : 1627487-2014-01735, 1627487-2014-01736. It was reported surgical intervention was undertaken, explanting the scs system due to an infection a ipg pocket and lead sites. F/u revealed culture results were positive for staphylococcus aureus. The patient was prescribed continuous antibiotic therapy as further treatment. Note: the patient was implanted with two anchors with the same lot number.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.